Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited an alert for high out of range pace impedances on the right ventricular (rv) lead. The impedances were stable around 450 ohms, but there was a spike to greater than 3000 ohms. The patient was brought in for further evaluation. The impedance spikes were noted to have been occurring more frequently and noise was observed when the patient inhaled deeply. Reprogramming was performed to turn tachy therapy off due to patient's therapy needs. The patient is not dependent. At this time, the products remain in service, but a lead revision is expected. The rv lead is a competitor's product. No adverse patient effects were reported.